Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer refused to be taken to the hospital. The reported blood glucose reading was 20 mg/dl. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The customer uses quick-set infusion sets. No infusion site or set problems were noted. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.